Event description:
Event description cpi received this ventak prx implantable cardioverter defibrillator (ICD) as a normal return for analysis. The ICD was reported to have been removed due to normal battery depletion. No allegation against ICD performance was reported. This report was created because cpi's testing and longevity calculation determined that the ICD had reached elective replacement time prematurely.